Event description:
During a breast biopsy, in the sample mode, cutter moved forward just half of its track. The cutter then stopped and an error code occurred. Equipment was checked, but same trouble took place. Another probe from same box had same problem. Pt biopsy case was delayed due to probe trouble and replacement with other probes in this process. Biopsy was completed without trouble with third proble.